Manufacturer narrative:
The returned device was evaluated and no issues were noted with the pdm (personal diabetes manager) on the occurrence date or the last day that the pdm was used. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to seek medical help for high blood glucose (bg) levels (exact bg was not provided). The patient has since recovered from the event. There was no further information regarding the hospital visit or to the patient¿s treatment.